Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.